Event description:
A customer obtained non-reproducible, lower than expected vitros tsh quality control results on a vitros 3600 immunodiagnostic system. The following results were obtained: qc fluid level 2 = 1.50, 1.56, 1.56, 1.55, 1.54, 1.58, 1.56, 1.58 vs. An expected result = 2.39 miu/l; biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report that patient samples were affected or reported from the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, lower than expected vitros tsh quality control results were obtained on a vitros 3600 immunodiagnostic system. The investigation was unable to determine a definitive root cause. An qc fluid, instrument or reagent related issue cannot be ruled out as contributing factors. Acceptable vitros tsh performance was obtained using the same reagent lot and calibration